Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged throat to swell, small pimples in throat, teeth swelling, upper roof of mouth swelling, headaches, ear pain, multiple infections including ear, nose, throat, gum, pneumonia, difficulty sleeping, and breathing issues. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged throat to swell, small pimples in throat, teeth swelling, upper roof of mouth swelling, headaches, ear pain, multiple infections including ear, nose, throat, gum, pneumonia, difficulty sleeping, and breathing issues. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The previously submitted report had an incorrect date of submission. The correct date of submission for b4 should be 03/14/2023.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged throat to swell, small pimples in throat, teeth swelling, upper roof of mouth swelling, headaches, ear pain, multiple infections including ear, nose, throat, gum, pneumonia, difficulty sleeping, and breathing issues. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on ((B)(6) 2023) for further evaluation. The device was evaluated on ((B)(6) 2023). The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. Secondary findings such as dust/ dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, airpath, suggesting source external to the device. The manufacturer concludes that they could confirm the presence of contamination in the airpath and unable to confirm the symptoms mentioned. Section d8, d9, h2, h3 and h6 were updated.